Event description:
It was reported that the power cord on compressor shocked a respiratory nurse on the knee. It was noticed that the power cord had four burn marks on it. (B)(4).

Manufacturer narrative:
(B)(4).